Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-12747. It was reported, the pt experienced warming at the ipg pocket site. The pt reported, the issue was resolved on (B)(6) 2013 at the physician's office. A new charger model was sent to the pt. The pt continues to experience warming at the ipg site, but not to the prior severity. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging was raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was reported.